Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot am1893, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an abdominoplasty on (B)(6) 2019 and suture was used. During the procedure, the needle came out of the assembly. The procedure was completed successfully with no adverse patient consequences. No additional information was provided.